Event description:
A ruptured right breast implant was removed on 10/22/98. On 4/2/82, the pt had bilateral implants placed. In 1993, the pt had a left breast lumpectomy and radiation. The pt had developed a left breast contacture and expressed concern about silicone. The pt wanted silicone implants removed and replaced with saline. The pt requested the removed implant after the surgery, and has it in her possession. Left breast: 320 ccs, right breast: 365 ccs.